Event description:
The user's hearing performance with the device was affected. The user was reimplanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
On (B)(6) 2026, the user underwent a re-implantation procedure following a sudden loss of hearing performance with the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.